Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that properly locking of flex arm is not possible, the flex arm do not hold the fixed position. Surgery delay of 10 min without patient harm. (B)(4).

Manufacturer narrative:
Initial reporter country code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part number: 03.612.010, synthes lot number: 7928906, supplier lot number: n/a: release to warehouse date: 26-jun-2015, expiration date: n/a, supplier: mediflex surgical products: no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. The flex arm is a component of the mis support system (01.612.100) which is utilized to provide ¿secure table mounting and operative site illumination for minimally invasive spine surgery. The customer reported that the flex arm was unable to hold a fixed position. The returned device was examined and the complaint condition was able to be both replicated and confirmed as the arm was not sufficiently rigid after tightening. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis is applicable as this failure mode is likely related to normal wear for a 3+ year old device (mfg june, 2015). A device history review, including material review, was performed for the returned instrument¿s lot number and no ncrs or complaint-related issues were identified with the lots number which may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.